Manufacturer narrative:
(B)(4). Physio-control has evaluated the device and was unable to verify the reported intermittent issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device has locked up intermittently on several occasions, some during patient use. The customer has advised that there has been no adverse outcomes during any patient use relating to the reported issue.

Manufacturer narrative:
Physio-control further evaluated the device and was unable to duplicate the reported issue but did verify that a power issue occured via the electronic patient records downloaded from the device. As a precaution, the system pcb assembly was replaced and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. A conclusive component cause of the reported issue could not be determined.